Event description:
It was reported that patient's left ventricular (lv) lead had non-capture at max outputs and dislodgement was suspected. The lead was programmed off and was later partially explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD)  (B)(6) 2009; 5072 implantable pacing lead (B)(6) 2003. (B)(4).